Event description:
This case, reported by a consumer who initially contacted the affiliate requesting medical information, concerns a pt of unknown age. The pt received subcutaneous human insulin isophane suspension 70%/ human regular insulin 30% (humacart 3/7) via a humapen ergo (lot# unknown) with opaque (blue) cartridge holder attached (dose, indication and start date not provided). Following the use of the pen, the pt's blood sugar level increased and pt was hospitalized (lab data not provided). During the hospitalization, the opaque cartridge holder was changed to a clear cartridge holder upon the pt's complaint about the pen. On an unknown date, the increased blood sugar level resolved. After the cartridge holder change, the pt experienced diarrhea (date not provided). A colon check revealed no abnormality, and pt was prescribed an unspecified antidiarrheal medication. As of jan 2004, outcome of the diarrhea was unknown. It was unknown if humacart 3/7 was continued. This humacart 3/7 report is associated with the humapen ergo complaint report, cid00220281. The operator of the humapen ergo (lot# unknown) was not provided. It was unknown if the pen would be returned to the affiliate qc. No further information is expected. Case closed.